Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks. Review of egms showed noise on the v sense amp channel. The noise was reproduced by arm movement. Insulation damage was observed near the header. The lead was capped when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.